Event description:
Device appears to be undersensing and oversensing on atrial lead. Atrial bipolar lead impedance warning on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).